Event description:
The database analysis performed identified a bluetooth fault code when charging the implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log. The ipg remains implanted in the patient and delivering therapy. Additional information received indicated that the ipg firmware update was performed and has resolved the bluetooth fault code error when charging the ipg. The patient is able to successfully charge the ipg without interruption. No further action is needed.

Manufacturer narrative:
A field safety notice z-1890-2024 was delivered to physicians in april 2024 communicating the potential for the vercise genus deep brain stimulation (dbs) implantable pulse generator (ipg) stimulation therapy to be transiently suspended during charging due to a device reset. The device reset behavior occurs in response to the detection of potential noise/interference during ipg charging. When the system resets, the patient's programmed stimulation is suspended for approximately 10-15 seconds and then the device returns to normal operation once the reset is complete, including the delivery of stimulation therapy. In december 2023, a firmware update was implemented that will prevent this device reset behavior from occurring during ipg charging.

Manufacturer narrative:
A field safety notice z-1890-2024 was delivered to physicians in (B)(6) 2024 communicating the potential for the vercise genus deep brain stimulation (dbs) implantable pulse generator (ipg) stimulation therapy to be transiently suspended during charging due to a device reset. The device reset behavior occurs in response to the detection of potential noise/interference during ipg charging. When the system resets, the patient's programmed stimulation is suspended for approximately 10-15 seconds and then the device returns to normal operation once the reset is complete, including the delivery of stimulation therapy. In (B)(6) 2023, a firmware update was implemented that will prevent this device reset behavior from occurring during ipg charging.

Event description:
The database analysis performed identified a bluetooth fault code when charging the implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log. The ipg remains implanted in the patient and delivering therapy. Additional information received indicated that the ipg firmware update was performed and has resolved the bluetooth fault code error when charging the ipg. The patient is able to successfully charge the ipg without interruption. No further action is needed.